Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear and device design issues. A CAPA has been initiated to address the design issue around the detached knob. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering evaluation, it was determined that the battery oscillator device knob was detached. It was further determined that the device failed pretest for general condition and check saw blade coupling. It was noted that the pretest for check oscillation frequency could not be completed. It was noted in the service order that the device would get loose with the vibrations. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.